Manufacturer narrative:
The auralis instruction for use (IFU - 04.ai.00en_08) states: "the power cable must be positioned in the cable management on the left side of the mattress." This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. To prevent tripping, keep cables away from moving bed parts or other possible entrapment areas. The customer reported that the patient was lying on the mattress when a power failure occurred. The system will automatically switch to battery mode and notify users about the power failure. To sum up, the reported sparks occurred as a result of the damage of the power cable. The cause of the cable damage appears to be a damaged of the power cable due to being kinked. Arjo device failed to meet its specification when the sparks were coming from the damaged power cable. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The complaint was assessed as reportable due to allegation that sparks were coming from the power cord. No injury was sustained. The device is distributed outside the us and no gudid information exists.

Event description:
It was claimed by a patient's wife that there was a power surge and the power cable sparked at that time. The device went into battery mode. The patient was using the device while the issue occurred. No injury was sustained. According to the photographic evidence attached to the complaint record, the power cable had signs of smoke. Arjo technician evaluation suggests that the damage occurred due to power cable being kinked.